Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 40 mg/dl with confusion. The patient reportedly required the assistance of a third party and received an injection of glucagon to treat the hypoglycemia. The reporter alleged that when priming the pump the patient does not always disconnect from the insulin pump when priming the pump. Therefore, the patient is getting unintended insulin from priming the cannula. The owner¿s booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. Failure to disconnect the infusion set from the body before starting the prime/rewind process can result in over delivery of insulin. When this issue occurs, it is considered a training/misuse issue. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.